Event description:
Physician was advancing the curved cannula and upon extracting realized the tip had split in half. Physician attempted access again on the other vertebral body with a new curved cannula, which also split in half and this level was not able to be ablated. The physician was unable to extract the second split curved cannula the from the bone and ended up breaking the peek material off. The physician had to dissect down to remove as much of the material as possible. Patient is doing well. At 2 week follow up, the patient did not have any tenderness over the right side where the curved cannula was dissected.

Manufacturer narrative:
The product was received and analyzed. The curved cannula assembly showed deformed peek material and missing peek material.

Event description:
Physician was advancing the curved cannula and upon extracting realized the tip had split in half. Physician attempted access again on the other vertebral body with a new curved cannula, which also split in half and this level was not able to be ablated. The physician was unable to extract the second split curved cannula the from the bone and ended up breaking the peek material off. The physician had to dissect down to remove as much of the material as possible. Patient is doing well. At 2 week follow up, the patient did not have any tenderness over the right side where the curved cannula was dissected.